Event description:
The endo stapler load malfunctioned, lodging itself in the trocar. This required all three devices (load, endo gia and trocar) to be removed and replaced. The issue in question is about an endo reload that came apart after it was inserted through the trocar. The reload fell apart once inserted into the abdominal cavity. When they tried to remove it from the abdomen through the trocar, a metal protrusion on the back of the reload device became stuck within the trocar and everything in this port needed to be removed to be able to extract the gia from the trocar. This delayed the surgery for the time it took to remove the device from the trocar. The item was replaced and the defective one was decontaminated and saved for risk. No apparent injury occurred to the patient.